Event description:
A 13 mm diameter x 11.5 cm length aneurx iliac limb stent graft was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. The pt had moderately calcified, small and frail vessels. An aneurx bifurcated stent graft and four components including the iliac limb were implanted. The reliant stent graft balloon catheter was then inserted and inflated and may have caused the perforation. In the right internal iliac artery. The right internal iliac artery perforation was successfully repaired with a 14 mm x 8.5 cm iliac limb stent graft, which was the sixth graft placed in the pt. While the physician was removing the iliac limb stent graft delivery system he encountered some resistance and the tip of the delivery system got caught on a previously deployed 13 mm x 11.5 cm iliac limb stent graft. The physician attempted to continue to remove the delivery system; resulting in disjointing the 13 mm x 11.5 cm iliac limb stent graft from the bifurcated stent graft. The physician then performed a cut down and surgically removed the 13 mm x 11.5 cm iliac limb stent graft while repairing the artery surgically. The pt was reported to be stable at the completion of the procedure. The device was discarded by the user facility.